Event description:
It was reported that the patient was hospitalized for an arrhythmic storm, so the patient received an implantable cardioverter defibrillator (ICD) for treatment. Just after implant of the ICD, the patient experienced another arrhythmic storm of monomorphic ventricular tachycardia (vt). Anti-tachycardia pacing (atp) and two defibrillation shocks were unable to convert the arrhythmia, and external cardioversion was required. The patient had a reoccurrence of vt the same day which required additional external cardioversion after being unsuccessfully terminated with seven rounds of atp. The patient was intubated for two days, and the day after the patient was extubated, vt reoccurred again and the patient was reintubated for eleven days. After additional ineffective atp therapy and additional vt requiring external cardioversion, the patient received successful cardiac ablation surgery after initial unsuccessful attempts, returning them to a sinus rhythm. It was additionally reported that the patient experienced a laryngeal edema following an extubation attempt and was diagnosed with heart failure exacerbation and euglycemic ketoacidosis on the sglt-2 inhibitor requiring insulinotherapy. Hospitalization, oral and intravenous medication, and corticotherapy were required. The ICD was reprogrammed and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.